Manufacturer narrative:
(B)(4). This complaint for a misassembled minicap was confirmed during the sample evaluation. The assignable cause is not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate.

Event description:
A customer contacted baxter (B)(4) regarding minicaps that were received with the sponge half inside and half outside of the cap. Patient involvement is unknown.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.